Event description:
It was reported a pt with ascites in the early tips versus large volume paracentesis study underwent a transjugular intrahepatic porto-systemic shunt (tips) using two viatorr devices on (B)(6) 2011. Thirty days following the procedure, the pt presented with hepatic encephalopathy and an attempt was made to reduce the shunt diameter by placing a 10mm x 50mm wallgraft stent within the lined portion of the viatorr.

Manufacturer narrative:
A review of the manufacturing records is currently in process. The second viatorr device is referenced in medwatch # 2017233-2012-00575.